Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: investigation revealed a faded, dim and pink display screen. The battery compartment was observed to be cracked at the case seal below the bumper. The audio bolus button (abb) cover was also damaged/punctured; however, the abb was found to be responsive during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a faded, dim and pink display screen. The battery compartment was observed to be cracked at the case seal below the bumper. The audio bolus button (abb) cover was also damaged/punctured; however, the abb was found to be responsive during the investigation. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.